Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A review of the device history records for lot codes 2410567, 2351956 and bg3ee1000 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, grinding and popping and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. Upon revision, the stem was noted to be extensively anteverted. The stem has now been reported. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.